Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate anti-tachycardia pacing (atp) for a suspected atrial arrhythmia with 1:1 conduction. Review of the stored episode noted seven bursts of atp was delivered. It was noted that the sixth and seventh bursts accelerated the rhythm to the ventricular fibrillation (vf) zone. A single shock was successfully delivered to convert the rhythm, however, the 1:1 rhythm returned and was detected in the ventricular tachycardia (vt) zone where an inappropriate shock was delivered. Further review was recommended to the physician. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate anti-tachycardia pacing (atp) for a suspected atrial arrhythmia with 1:1 conduction. Review of the stored episode noted seven bursts of atp was delivered. It was noted that the sixth and seventh bursts accelerated the rhythm to the ventricular fibrillation (vf) zone. A single shock was successfully delivered to convert the rhythm, however, the 1:1 rhythm returned and was detected in the ventricular tachycardia (vt) zone where an inappropriate shock was delivered. Further review was recommended to the physician. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient was playing basketball at the time of the therapy delivery. It was also noted that the patient has a history of exercise induced vt. Programming options were discussed for optimization. No further assistance was requested. No adverse patient effects were reported. This device remains in service.